Event description:
A caller reported an occlusion alarm, and customer blood glucose level due to the issue was 365 mg/dl. Reportedly, the customer changed the infusion set and cartridge to resolve the issue.